Manufacturer narrative:
Device analysis shows a device failure. Device analysis report is attached. This report is submitted on january 06, 2022.

Manufacturer narrative:
This report is submitted on may 03, 2021.

Event description:
Per the clinic, the patient experienced no conection with the implant. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2021, and the patient was reimplanted with another cochlear device during the same surgery.